Event description:
A customer observed two non reproducible, positively biased results with two pt samples using vitros tsh on a vitros eci analyzer. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc.

Manufacturer narrative:
Investigation into this event was unable to determine exact root cause of this event. Sample mixup could not be ruled out as a potential root cause of the event. Analysis of the instrument datalogger files and quality control results could not find any evidence that an analyzer or reagent error had occurred. There was no allegation of harm as a result of this event. The root cause of this event is unk.